Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (for, con) and a company representative (rep) regarding the patient receiving unknown medication via implanted infusion pump. It was reported that the new pump was implanted in november 2011 because the old pump was defective. Additional information was received on 2026-apr-20 clarifying that the defective pump was due to a pump malfunction, but no further information could be obtained regarding this. Information regarding the cause of the issue/malfunction and the pump serial number, model number, or implant date were unavailable. The patient's healthcare provider (hcp) and facility information was provided.